Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2014. During the procedure, the humeral trial fractured from its post while trialing. The fractured trial was removed from the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch, to correct information and to report device evaluation results. Product return date is january 28, 2015. Correct manufacture date is december 1, 2011 and not december 1, 2012 as was previously reported. Evaluation of the returned device found evidence suggesting excessive use with numerous scratches and gouge marks along all surfaces including interior surface and post. The type of fracture indicates the post was subjected to excessive side torque causing the post to break off and take a large section of the surrounding material. The condition of the humeral trial with gouge marks along the lip where the trial is secured suggest that the product was removed by some type of prying with a sharp instrument. This appears to have placed excessive side torque on the shaft resulting in the fracture which the humeral trial was not meant to be pried off the inserter. Along with the age and condition of the device, the product was damaged and used beyond useful life. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. The following sections could not be completed with the limited information provided. Lot number, expiration date - unknown; manufacture date - unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.